Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was delaminated. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso seal was replaced, along with the dso sensor due to contamination. B3. Date of event: unknown. No information has been provided to date.

Event description:
It was stated that the device had a damaged battery compartment. The product fault occurred during testing. There was no patient involvement. Device evaluation revealed a delaminated downstream occlusion (dso) seal.